Event description:
It was reported that pump insulin gauge displayed fill amount much lower than expected. There was no reported impact to the customer¿s blood glucose level. Customer declined suggested test bolus to update insulin estimate, chose to load new cartridge instead, and technical support assisted with reloading same cartridge, arranged a goodwill cartridge order, and advised customer to monitor and follow up if needed.